Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30518206m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After an hour had passed after insertion of the catheter and mapping around the summit of the left ventricle (lv), an effusion was confirmed by intracardiac echo (ice) which was monitored in real time. The procedure was discontinued and pericardiocentesis was performed to drain the fluid. Since there was no increase in pericardial fluid observed for more than one hour after drainage, the patient was transferred to the hcu. There is no further information about the hospitalization and if any additional intervention was performed. The physician commented that when the surgeon was operating the catheter around the summit of the lv, ¿a high cf occurred, and the patient also complained of heart pain, so the doctor judged it as lv.¿ at that time, there was no shock symptom or decrease in blood pressure, and it was suspected that a pericardial effusion gradually accumulated. It was observed that when drainage was performed, the blood was black, and a right-sided heart system was strongly suspected. In the opinion of the doctor at the department of cardiovascular surgery, a decrease in blood pressure is expected with lv, but it is not applicable. Since there was no significant increase in blood color or after drainage, the disorder near the right ventricular outflow tract - (rvot) was likely. Additional information was received and it was reported that the physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome was reported as improved. There was no evidence of a steam pop. It was not reported that inappropriate use was conducted outside of the specified instructions for use (IFU).